Event description:
It was reported that on (B)(6) 2014 a patient "had a metal piece sticking out of my back." It was stated that she felt something catching on her shirt around the incision area. It was noted that the patient had a neighbor look and said it was a ¿metal piece¿. The patient stated that she lay back down and it "went back into my body." It was noted that it was ¿not as sore as it really was." It was stated that the patient was redirected to her healthcare professional (hcp) for follow up.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's implant continued to try to "push itself out" of the patient's body and had been "doing it closer and closer." A manufacturer representative had met with the patient on (B)(6) 2014 and checked the whole system out, finding that everything looked fine. A healthcare provider (hcp) had been asked to look over the system and schedule another appointment if needed. The manufacturer representative was noted to have not heard anything back. Also, the patient stated that starting a couple of months ago "the thing" was "getting hot inside of [the patient]." The patient had kept "getting sore." No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported the patient complained to their health care provider (hcp) that their wires were coming out. Upon exam of the patient, the hcp noted there was a small skin tag, approximately 1mm, on the edge of the incision but no wires were protruding. The hcp further noted that everything appeared normal and the system was working well. The patient was seen multiple times by the manufacturer representative over the past 6 months. They further noted the patient had appeared to have lost weight due to being more active since the implant.